Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose at the time of the event was 400 mg/dl and the current blood glucose was 125 mg/dl. The location of leakage was at the site and the patient experienced nausea in relation to high blood glucose. The infusion sets did not stay in the body instead they popped out. The patient was hospitalized for seven days. No further information available.